Manufacturer narrative:
Qn#: (B)(4).

Event description:
Physician reports guidewire kinking during the procedure (90 degree kink). The guidewire had to be pulled out of the patient along with the introducer needle. There was no patient injury. The procedure was completed with another kit. The patient's condition is reported as fine.

Event description:
Physician reports guidewire kinking during the procedure (90 degree kink). The guidewire had to be pulled out of the patient along with the introducer needle. There was no patient injury. The procedure was completed with another kit. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three photos for evaluation. The complaint of a kinked swg was not able to be confirmed by the photos. The first photo displayed a product lidstock and the second two photos displayed a set of needle holders. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked swg was not able to be confirmed by visual inspection of the customer supplied photos. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.